Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the dependent patient presented in clinic with bradycardia. Upon interrogation, it was observed the pacemaker had loss of ventricular capture and oversensing residual charges from the backup pulse. Programming changes were completed to address this issue. The patient was stable.